Event description:
Customer rec'd discrepant hba1c results for one pt sample and controls. He states, he ran a 75 pt batch without any issues and then started a second 75 pt batch. When approximately half of a samples in the second batch had been run, he decided to run controls again. The controls recovered out of range: level 1 recovered 8.05%, range (5.3-6.3). Level 2 recovered 18.08%, range (12.7-14.3). Customer then took a sample that had resulted as 10.05% and repeated it on another integra 800 which gave 7.62%. He confirmed the results were not reported. He deleted all of the results for both batches of samples. He repeated three other samples that were around 5% and they repeated close to what the original results were. Customer provided initial and repeat results for four samples and only the one reported above was discrepant. The field service rep determined contaminated reagents were the cause and changed to fresh reagents. He also checked flow on sample and reagent and verified analyzer operation by running calibration and qc, all were ok.